Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows one sac kit with signs of folds and creases. It also has an arrow pointing to a kink in the guidewire within the package. The customer also returned one unopened sac kit for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed that the guidewire and protective tubing were kinked within the packaging towards the proximal end. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had one kink that aligned with the kink found in the guidewire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guidewire was measured 122mm from the proximal tip. The guidewire length measured 349mm, which is within the specification limits of 345mm - 355mm per the guidewire product drawing. The guidewire outer diameter measured 0.52mm , which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the returned introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guidewire was confirmed through complaint investigation of the returned sample. A kink was observed on the guidewire body, which aligned with a kink on the protective tubing. The returned packaging had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the samples received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when removing from the storage place, it is evident that the guide is bent inside the sterile cover, which is why it is not used." There was no patient involvement.

Event description:
It was reported "when removing from the storage place, it is evident that the guide is bent inside the sterile cover, which is why it is not used." There was no patient involvement.

Manufacturer narrative:
(B)(4).